Manufacturer narrative:
Baxter received a report from a baxter technician stating the bed moved on its ow. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance examine the motors for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the bed. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Make sure the bed not down led lights up on the control pendant and goes out when the bed is in low position. Replace the defective motor(s) in the event of a malfunction. Troubleshoot in the event of a doubt. As no serial number was provided for this bed, a search of the baxter maintenance records for any baxter performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. Baxter technical support provided the account the estimate for repair, however the account declined services. If any additional relevant information is received, the additional relevant information will be submitted in a supplemental report

Event description:
Baxter received a report that progressa frame had bed moving on its own. There was no patient/user injury, medical intervention, symptom, or adverse event reported.